Manufacturer narrative:
The instrument and detached levers were returned and evaluated. Per the customer reported complaint, engineering observed that the two housing pegs (next to the snaps) on one side of the housing were broken, indicating that the instrument was dropped. Engineering also observed that the distal end of the instrument main tube had material removed on one side, which may have been due to a defective cannula accessory. No other damage was found. The site will be contacted to request the return of all their cannula accessories. If one or more cannula are found to be defective in a way that could contribute to the removal of material from an instrument, additional reports will be submitted.

Event description:
It was reported that the release tabs of the endowrist prograsp instrument fell out of the housing. No additional information was provided. No patient harm, adverse outcome or injury was reported.